Event description:
Allegedly the patient has previously underwent a left total hip replacement on (B)(6) 2008. She was presented with left hip pain. Her MRI reveals some extensive multi-loculated fluid collection. Her serum chromium and cobalt levels are over 20. A revision to a titanium femoral neck was recommended. She has a body weight of (B)(6) pounds. Revision surgery is set for (B)(6) 2019.